Event description:
Reported f/x required surgery to replace the existing nail (nail was broken) to repair f/x at distal end of nail. Nail may have been too short and the distal end placed in a stress area of the femur. "User error" possible. No indication of product defect.